Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, a codman perforator fails to disengage, perforating the dura.

Manufacturer narrative:
Updated UDI: (B)(4). The perforator was returned for evaluation. The device was visually inspected; no anomalies were observed. Functional testing was then performed. A series of holes were drilled without issue. The device functioned as intended. A review of manufacturing records found no discrepancies were found during the manufacturing process. Based on the results of the evaluation, the reported issue could not be confirmed. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The event date has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.